Manufacturer narrative:
The device was received by resmed for an engineering investigation. Review of the device logs found no abnormalities or system faults in the device. Performance testing did not confirm or reproduce the reported device fault. Based on all evidence and investigations of similar complaints, the investigation determined that the reported device failure was most likely due to a software issue. The device software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.